Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts are in progress to try and retrieve additional details regarding the reported event, but further information was unable to be obtained yet. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
A pericardial effusion was reported. It has been reported that a versacross access solution kit was selected for use. During the procedure, the patient had a pericardial effusion and then a pericardiocentesis was performed to manage it. The patient is in stable condition. The device is not expected to be returned for analysis. No other information was provided.

Manufacturer narrative:
Due to addition information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event/product prob. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
A pericardial effusion was reported. It has been reported that a versacross access solution kit was selected for use. During the procedure, the patient had a pericardial effusion and then a pericardiocentesis was performed to manage it. The patient is in stable condition. The device is not expected to be returned for analysis. No other information was provided. It was further reported that the patient was discharged and was perfectly healthy. In the physician's opinion, the effusion was caused by versacross device. No further information was provided at this time.